Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y set had a connection issue; further described as "y set does not connect to transfer set, the connector was unstable". This issue was identified during an unspecified process step of peritoneal dialysis therapy. The transfer set was still in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.